Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the self-test an abnormal sound was emitted. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that self-test results could not be printed and an abnormal sound was emitted. No patient involvement was reported at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the printing module gear broken. Customer refused service from philips and wanted to ask a third party for repair. No further information for the resolution was provided. The device remains at the customer's site. No further action is warranted at this time. H3 other text: third party repair.